Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2011. Product event summary: the proximal portion of the lead was returned, and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. On (B)(6) 2015 rv pacing impedance measured 182 ohms and consistently measured low. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. On (B)(6) 2015 rv capture threshold measured 2.5 v and consistently measured greater than 2.5 v. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead had a low impedance warning trigger for multiple low impedance measurements. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.